Manufacturer narrative:
This device remains implanted; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold at 2.7 volts at 0.4 milliseconds. Surgical intervention was performed to cap the lead. Another lead was successfully replaced. No adverse patient effects were reported.